Manufacturer narrative:
The device has not been returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an echocardiogram revealed mild paravalvular leak (pvl). Upon removal of the catheter from the left ventricle, the valve dislodged into the ascending aorta. The decision was made to convert to open heart surgery and the valve was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was discolored showing evidence of blood contact. There was no evidence of distortion or damage on the frame. All leaflets were in the closed position with small gaps between the coaptive ridges of leaflets 1-2 and 2-3. All leaflets were flexible and intact. All commissures were intact.

Manufacturer narrative:
Conclusion: the procedural images received were accessed by medtronic and upon review the images were of the replacement non-medtronic valve. From the reported information, the possible causes of the evolutr dislodgement and subsequent paravalvular leak (pvl) were implant location, physician technique during deployment, calcification levels in the native vessel, compliance of the aorta and native vessels, irregular patient anatomy or incomplete detachment of the valve from the delivery catheter system (dcs). In this specific event, it was reported that a pre-implant balloon aortic valvuloplasty (bav) was performed and it was noted that all three native valve leaflets were severely calcified, so potentially, the extensive calcification could have played a role in the valve dislodgement. The valve was explanted and replaced; analysis of the returned evolutr valve was completed and found no malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.